Manufacturer narrative:
A representative from stanmore implants worldwide attended the procedure and confirmed the complaint that was reported. Discussion with the surgeon following the procedure concluded that the patient is highly active and as a result has likely exposed the prosthesis already implanted to high bending forces which would have gone through the inner shaft, possibly causing the difficulty experienced during the procedure. A review of the manufacturing records confirms that the device was manufactured with no non-conformances. It is not possible to evaluate the devices as they remain implanted. The root cause of the event cannot be determined with the current available information. Investigation concluded that this is an isolated event. Please note that this custom implant is similar to the jts extendible distal femoral implant (k133152).

Event description:
It was reported by the surgeon during the procedure that he was experiencing difficulties placing the new distal section of the implant over the proximal section was sitting 30mm from being flush. The surgeon had to use additional force to seat the component flush against the existing component.

Manufacturer narrative:
The review on the provided information concluded that the reported assembly issue of a distal femoral jts device was not confirmed. There is no indication that the reported assembly issue was device related as no device manufacturing related issues have been identified. It is noted that the already is situ distal femoral inner shaft may have become damaged over time. Therefore, the reported assembly issue could be as a result of patient factors such as trauma, obesity or activity levels as is reported in this event, and /or surgical factors or preferences and not necessarily related to the device itself. Based on the information provided a definitive root cause could not be determined. Further information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However the device remains implanted and the reported assembly issue could be as a result of patient factors such as trauma, obesity, activity levels as is reported in this event and/or surgical factors or preferences and not necessarily related to the device itself. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended. Corrected data: distal femur implant corrected to limb salvage system.

Event description:
It was reported by the surgeon during the procedure that he was experiencing difficulties placing the new distal section of the implant over the old proximal section. The new distal section was sitting 30mm from being flush. The surgeon had to use additional force to seat the component flush against the existing component. This is a supplemental report to 3004105610-2014-00082 (siw-(B)(4)).